Event description:
Customer's mother reported a motor error alarm during a bolus. Her son's blood glucose was 84 mg/dl. Troubleshooting did not find any damage the drive support cap. The customer stated they were able to rewind the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during test due to faulty fsr (gold). Motor passed motor test. Pump received with cracked battery tube threads, reservoir tube lip, broken belt clip slot, scratched lcd window.